Event description:
The pt underwent a mandible reconstruction using proplan cmf guides on (B)(6) 2015. It was reported that the pt still has a cross bite. Surgery delay of 1.5 hours was reported. A revision surgery is scheduled to fix the cross bite.

Manufacturer narrative:
A review of the internal documentation showed that the guide met the design specifications as was approved by the surgeon. Should additional info become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.